Event description:
Event description guidant received information that this device was explanted due to a depleted battery in february, 2005. Subsequent to guidant's advisory, the device was returned for analysis in september 2005. The patient is not pacemaker dependent and there were no reported adverse patient effects.